Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he has experienced a hypoglycemic event. On the ferry ride to collect his car, pt fell asleep and became unresponsive. Paramedics were called, pt's bg was measured at 35 mg/dl (cgm unk) and pt was administered oral glucose gel. Pt was taken to the ER where his bg was measured later at 177 mg/dl while cgm was 279 mg/dl. Although pt reports that he has observed some inaccuracies with his cgm earlier during the day when compared to his bg, he also admits that his cgm did alert him of his hypoglycemic episode as pt recalls being alerted 3 times prior to his episode.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete tot he best of our knowledge.